Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708360, serial/lot #: (B)(4), ubd: 12-feb-2014, UDI #: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and multiple back operations. It was reported that when the ins was replaced on (B)(6) 2019 due to normal battery depletion, the impedances were checked. All impedances to 0-7 were over range. Looking at the extension there was a fracture. The surgeon preferred not to replace the extension during the surgery. The extension was replaced on (B)(6) 2019, and the impedances were all alright. The outcome was resolved without sequelae on (B)(6) 2019. There was no information about the cause of the extension fracture. It was noted that the event resulted in an unscheduled clinic or office visit. Etiology was related to the device or therapy, and possibly related to the implant procedure. No further complications were reported or anticipated.